Event description:
Per the article ¿combining minimally invasive techniques in managing a frail patient with postpneumonectomy bronchopleural fistula¿ (kostopanagiotou k et al, 2021) a 79-year-old, female patient with chronic ppbpf arrived at emergency room with severe dysponea and cyanosis. First intervention, 10 ml bioglue used which immediately stopped air leak. 20 days later the stump reopened, and the air leak reappeared. Sutures used to close opening with 10 ml bioglue and a cellulose mesh applied to the site. Bioglue used in the previous procedure was dislodged and removed. The stump failed again after 4 months and surgery was scheduled. However, the patient died at home from pneumonia before the procedure. The authors state that the combination of single nylon suture, bioglue, and [cellulose mesh] effectively controlled the air leak however a highly unlikely permanent measure.

Event description:
Per the article combining minimally invasive techniques in managing a frail patient with postpneumonectomy bronchopleural fistula (kostopanagiotou k et al, 2021) a 79-year-old, female patient with chronic ppbpf arrived at emergency room with severe dysponea and cyanosis. First intervention, 10 ml bioglue used which immediately stopped air leak. 20 days later the stump reopened, and the air leak reappeared. Sutures used to close opening with 10 ml bioglue and a cellulose mesh applied to the site. Bioglue used in the previous procedure was dislodged and removed. The stump failed again after 4 months and surgery was scheduled. However, the patient died at home from pneumonia before the procedure. The authors state that the combination of single nylon suture, bioglue, and [cellulose mesh] effectively controlled the air leak however a highly unlikely permanent measure.